Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿ needle, the device experienced a break in the safety mechanism. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: cannulas with defective safety mechanism. A total of 8 these devices were found to have an apparent defect in the safety mechanism.

Event description:
It was reported when using the bd safetyglide¿ needle, the device experienced a break in the safety mechanism. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: cannulas with defective safety mechanism. A total of 8 these devices were found to have an apparent defect in the safety mechanism.

Manufacturer narrative:
H6: investigation summary one photo and eight loose safetyglide needles (p/n 305917) with no packaging were received and evaluated. The photo appeared to show a magnified view of an activated safetyglide needle. Due to the quality of the photo, it was unclear what defect was attempted to be displayed. Seven of the needles were already activated and missing their shield, one needle was inactivated with its shield present. The latching mechanism did not appear to be misaligned or damaged on any of the activated samples and covered the tip as intended. The inactivated sample's safety mechanism was then exercised, and the latch properly covered the tip. Physical samples and higher quality photos displaying the exact defect are needed to perform a more thorough evaluation. The reported defect was not confirmed in the samples received. Therefore, a potential root cause could not be established, and corrective actions are not necessary. Batch #1055372 is considered in compliance with product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.